Event description:
"Slipped, possible incident". The skull clamp was placed on the patient by a "fellow", injury occurred during positioning of patient, who was in supine position. A 6cm laceration was made in the patient's scalp.